Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is bulging a bit and not holding charge for more than a day.

Manufacturer narrative:
In the case description, the user states the device battery was bulging a bit and not holding charge for more than a day. The device was returned without a battery. A different battery was used for testing of the device. The exact cause of the battery failure could not be determined due to the original device battery not being returned. Inspection of the log files show that the device battery level went from 82% to 44% in under an hour, indicating that the device battery was unable to hold charge for the required amount of time. The exact cause of battery being unable to hold charge could not be determined.